Event description:
It was reported that one of the patient's leads had high impedances. As a result, surgical intervention may be undertaken in the future to address the issue. Investigation was unable to determine which of the leads had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000033674.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.